Event description:
S/p bilateral submammary polyurethane implants on 2/5/95 with saline. C/o of pain, and burning on the l side with flattening in 12/95. A mammaogram on 12/22/95 revealed a ruptured l saline implant of complete collapse as compared to an intact r saline filled implant. Implant was deflated and necessitated removal.